Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed intermittent capture and loss of capture on the right ventricular (rv) lead. No changes or intervention was reported. There were no patient consequences.